Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: (B)(6) 2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? Mfg date: (B)(6) 2021, yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), difficulties were encountered during the device navigation through right ventricle, due to patient anatomy. During the third device deployment, the patient experienced complete atrioventricular block. No flow was observed during fifteen seconds before spontaneous recovery. Operator encountered difficulties to recapture the device due to mechanical obstacles preventing to advance the ipg inside the delivery system and finally the device was explanted through the sheath without recapturing. Ipg tines were damaged during explant, extended and wires were difficult to slide. Thrombosis was observed inside the delivery system. Leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.